Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the steel wire was fractured during the deployment of bands. The procedure was completed with another speedband superview super 7. It was noted that difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the device returned with trip wire broken, the remaining piece of the trip wire didn't return. The handle slot doesn't have evidence that the trip wire was secured. No problems with the device were noted. The reported event of trip wire break can be confirmed. Upon analysis of the device, it was seen that it was seen that the device returned with trip wire broken, the remaining piece of the trip wire didn't return. The handle slot doesn't have evidence that the trip wire was secured. It was found that the instructions for use of the device weren't follow since the trip wire wasn't secured into the handle slot. This can ultimately affect the way the device is supposed to work according to the instructions for use. The trip wire returned broken; the remaining piece of the broken wire didn't return. The wire looked as if the wire had a mechanical cut done to it. However, since the remaining piece of the wire didn't return, it's not possible to analyze what the potential reason for this break could have been. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the steel wire was fractured during the deployment of bands. The procedure was completed with another speedband superview super 7. It was noted that difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.